Manufacturer narrative:
The lot number of the delivery device was not provided, and the device was not returned to the manufacturer for evaluation. Therefore, a device history record (DHR) review and product evaluation could not be conducted. Based on the information available, the root cause of the reported event could not be determined.

Event description:
It was reported that the lens was inserted upside down. During an attempt to flip the lens, the capsule bag broke. The incision was enlarged, and the lens was cut in half and removed. A vitrectomy was performed and a new lens was placed in the sulcus. In the surgeon's opinion, the likely cause of the event was that the attempted flip broke the capsule. The patient is currently doing very well.

Manufacturer narrative:
The lot number of the delivery device was not provided, and the device was not returned to the manufacturer for evaluation. Therefore, a device history record (DHR) review and product evaluation could not be conducted. Based on the information available, the root cause of the reported event could not be determined. According to the surgeon, the capsule was damaged when they attempted to "flip" the lens.